Event description:
Healthcare professional reported a revision is scheduled due to the displacement of a rapidport ez access port.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and estimated implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number, the event date, exact implant date, diagnostic testing, patient data or further details. Device labeling addresses the reported event of displacement as follows: "access ports have been reported to be "flipped" or inverted. If you initially see an oblique or side view on x-ray, then either reposition the patient or the x-ray equipment until you obtain a perpendicular, overhead (0) view. Targeting the port for needle penetration can be difficult if this orientation is not controlled." "Caution: the access port must be securely fastened to the patient's rectus fascia with all four of the stainless steel anchors firmly embedded in the patient's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery."